Event description:
It was reported that clips delivered but applier hard to fire. Completed with the same like product. Procedure: unk. There was no pt consequence.

Manufacturer narrative:
(B)(4): damaged antibackup. Evaluation summary: the analysis results for the mcm30 instrument confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips and the anti-backup mechanism was noted to be non-functional. Upon disassembly of the instrument, the lockout spring was found to be out of position. No conclusion could be reached as to what may have caused the found damage. Additionally, the cartridge cover was noted to be cracked. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.